Event description:
Healthcare professional reported "rupture/deflation" of a non abbvie device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).